Event description:
After being advanced through the tip ot the lv lead, the gu1dewire got stuck between the tip electrode and the vessel wall. The guidewire,re was freed by rotating the lead body counterclockwise and pulling the lead. The guidewire was re-inserted and the implant was completed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).